Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis for abdominal aortic and iliac aneurysm. As a concomitant procedure, the right internal iliac artery was coil embolized. After deployment the iliac branch component on the left side, cannulation into the left internal iliac artery was performed. An attempt was made to insert the internal iliac component (iic) into the left internal iliac artery, but the delivery catheter did not advance from the state where the tip of the iic was located in the left internal iliac artery. The iic did not move forward, even though the guide wire was replaced. Considering the risk of injury to the internal iliac artery, iic placement was abandoned. The left internal iliac artery was embolized and an additional stent graft was deployed to the left external iliac artery. The patient tolerated the procedure. The physician states as follows: insertion of the delivery catheter seems to have been difficult due to the shape of the left medial-external bifurcation and the bending of the left iia.